Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that case a screw came out of the system and flung. Clinical service(cs) reported the system was also making a popping noise. Cs reported that upon arrival of this loaner system, the system was dirty and did not seem to be in good shape. This had occurred intra operatively. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, found screw from top cover. Checked system. All operations are good. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, product ID: bi71000144. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no delay to the case.

Manufacturer narrative:
Additional information updated in b5, section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.